Event description:
In attempting to position j & j stent 4.0 to proximal rca and proximal toprevious gr4 4.0 stent, j&j stent was lost before deploying, unable to retrieve. Pt condition vs stable, neuro assessment stable, peripheral pulse palpable. Pt brought back to cath lab that evening, stent retrieved with snare from rca. Pt remains stable.